Manufacturer narrative:
The device was returned to olympus for inspection. The device was inspected and found distal end probe detached/broken. A root cause could not be identified. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event the event can be prevented by following the instructions for use which state: use the thunderbeat instrument properly. Improper use may cause the probe tip to fall off inside the body cavity, premature wear, partial separating, deformation, breakage, patient and/or operator injury, malfunction of the cardiac pacemaker, burns of the surgeon, surgical staff and/or patient, electric shock, abnormal output or malfunction, perforation, bleeding, postoperative bleeding, tissue damage and infection to the surgeon, surgical staff and/or patient. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic surgical device probe was partially detached from the jaw and became fully detached when inspected. This occurred during a therapeutic hysterectomy total laparoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.